Event description:
It was reported that, while in use on a patient, this 980 ventilator had a compressor fault and displayed a "compressor 24 volt (v) power out of range (oor)" message. There was no reported patient injury.

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator had a compressor fault and displayed a "compressor 24 volt (v) power out of range (oor)" message. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue from memory but could not duplicate it. While performing extended self test (est), sp found the unit failed est with 'inspiratory autozero solenoid not operational' message. To solve the issue, sp replaced the inspiratory flow module printed circuit board assembly (ifm pcba). The ventilator passed all calibrations and tests per manufacturer's specifications at the time of service. One ifm pcba was returned for failure investigation. The part was visually inspected with no observed anomalies. Analysis determined the pcba was prior to the implementation of a change to address autozero solenoid (s01) failures, therefore, no further testing was performed. Investigation determined if s01 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The investigation could not determine a cause of the reported compreesor fault. The event is included in a data monitoring plan. The likely cause of the est failure was determined to be consistent with a faulty autozero solenoid (s01) on the ifm pcba.. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.